Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration at 0.3885 mg/day), bupivacaine (unknown concentration at 0.548 mg/day) and baclofen (unknown concentration at 550 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that for the "past few refills" the patient had "extra in the reservoir" stating that normally there are 3ml left and there had been a little over 6 ml left. He also noticed that his pain had been getting a lot worse. He stated he asked his physician's assistant about the discrepancy and he was told his pump was "starting to malfunction." No further complications were reported.